Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer gave a vague report that free flow events had previously occurred with an adult patient. No details were provided, and no patient harm was reported.